Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports a hip revision was performed due to infection, fever and pain. Per email communication, the requested surgical records are not available. However, it was reported that the surgeon stated the device was not defective. Therefore, the patient impact beyond the revision, and the root cause of the infection cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that a revision surgery was performed due to infection, fever and pain. However, the devices were not defective. This was found after procedure.